Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that the event occurred during insertion while in the cath lab. The user was unable to insert the intra-aortic balloon into the teflon sheath. As a result, the iab was not used. A new kit was opened and inserted successfully via the same insertion site (insertion successfully via the same insertion site (insertion site unknown). The intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is good.